Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implanted infusion pump for non-malignant pain. The pump was used to deliver unknown morphine 2mg/ml at 0.0139mg/day. It was reported that the patient's pump had been malfunctioning. In (B)(6) 2022, the patient woke up in the middle of the night extremely disoriented and sick to their stomach. The patient reported that the symptoms started coming on twice a week, every month. The patient mentioned that the healthcare provider (hcp) thought the patient was having a stroke. The patient was redirected to their hcp to further address the issue. Patient services reviewed resources available to hcps. The patient stated they were working with their current managing hcp to turn down the pump and fill with saline and then remove the pump. Additional information received from the hcp indicated that they had no information regarding the report of the potential stroke. The patient believed that the cause of the patient¿s symptoms were due to the morphine, not due to the device itself. The patient wanted to decrease the morphine and eventually have the pump filled with saline. However, dr wall did not know the cause of the symptoms and did not want to fill the pump with saline. They were currently decreasing the morphine in the pump. The patient¿s pump was refilled on (B)(6) 2026 and the patient had a 2% decrease.